Event description:
It was reported that there was increasing thresholds, loss of capture, and no sensing in the right atrial lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analysis found no anomalies. However, the distal electrode was covered with blood. The outer insulation had cosmetic environmental stress cracking and a cosmetic depression. The distal conductor was distorted (kinked/buckled). Visual analysis noted apparent explant damage. (B)(4) implantable pulse generator (B)(6) 2007. (B)(4).